Manufacturer narrative:
A replacement kit was sent to the customer.

Event description:
A customer contacted beckman coulter, inc. (Bci), stating that the customer received a synchron cx lactate dehydrogenase-l (ld) reagent kit that was damaged. No injury or operator exposure was reported for this event.